Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 414 mg/dl. The customer stated that she feels ok and found out that she had not set up the meter to the pump. The customer was walked through the linking process. The customer's blood glucose now is at 427 mg/dl. The customer was offered troubleshooting and reminded her of the 2 high blood glucose rules. The customer declined the troubleshooting. The customer now has linked meter and might make a site change.